Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported there was no pt involvement. The bio-med run the unit and could not duplicate the reported problem. The manufacture service technician will contact customer to schedule a service visit. A vent inop condition operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.